Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliar, the station was down, and screen was black the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was down and screen was black. A field service engineer found that the station was not powered up due to failed control boards and replaced it and confirmed the diagnostics. The system functioned as intended after the field service engineer repaired the device.